Event description:
It was reported that shaft break and difficulty removal occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.5mm x 10mm, de novo target lesion containing a >90 degrees bend was located in the severely tortuous and mildly calcified distal left circumflex artery. Following predilation this 12 x 2.50 promus elite mr drug-eluting stent was advanced for treatment but the stent was stuck on the wire and could not advance due to a kink 120 cm from the hub. Both the stent and wire were successfully retrieved however the shaft was broken at 120cm from the hub outside of the patient. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
A promus elite ous mr 12 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a break at the site of the wire exchange port. The customer guidewire was found to be lodged within the distal portion of the returned device. Upon removal of the distal portion from the water bath, the customer guidewire was removed proximally from the guidewire lumen with no issues. The customer guidewire was found to be within specification and had an od of 0.0130" which was within the assigned guidewire diameter of 0.014."

Event description:
It was reported that shaft break and difficulty removal occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.5mm x 10mm, de novo target lesion containing a >90 degrees bend was located in the severely tortuous and mildly calcified distal left circumflex artery. Following predilation this 12 x 2.50 promus elite mr drug-eluting stent was advanced for treatment but the stent was stuck on the wire and could not advance due to a kink 120 cm from the hub. Both the stent and wire were successfully retrieved however the shaft was broken at 120cm from the hub outside of the patient. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.